Event description:
The dome portion was detached from the catheter during traction removal for replacement. The device had been used for 134 days. The detached dome was in intestines but removed by an endoscope.